Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was having problems with the insulin pump that could have caused death. The screen went black during bolus delivery. Customer changed the battery and everything worked fine. The current blood glucose is 85 mg/dl. The battery cap is not damaged or corroded. Customer reported a low blood glucose event. Husband found her vomiting and called the paramedics. The blood glucose reading at the time of the event was 25 mg/dl. Hospital treated with IV. Customer was in the hospital for 20 hours. Nothing further reported.